Manufacturer narrative:
The device has not been received for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, during the middle of the therapeutic gastroscopy procedure, when moving the articulated arm on the evis exera iii video system center, the monitor image disappears as if the video cable is making a bad contact. The issue caused a 2 hour procedural delay while the patient was under sedation. The user did not consider the delay to be considered a serious deterioration in the state of health. The procedure was completed with another device. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported failure could not be identified. Although the procedure was prolonged by two hours due the incident, there was no reported patient health hazard. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.